Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 700 mg/dl with no associated symptoms of hyperglycemia. The reporter stated that the patient self treated by taking a shot of insulin. The patient had discontinued pump therapy at the time of the call. The reporter alleged that the pump had an intermittent power issue, causing delays in insulin delivery to the patient. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a power issue.